Event description:
It was reported that this cardiac resynchronization therapy pacemaker {crt-p) device exhibited a high out of range pace impedance measurement on the right atrial (ra) lead which triggered a lead safety switch (lss). As a result of the lss, the device automatically switched the ra lead from the bipolar to the unipolar pacing and sensing configuration. The ra lead is not a boston scientific product. Boston scientific technical services (ts) noted there were several high impedance measurement values going back approximately four months and explained to the healthcare provider {hcp) the potential mechanism with regards to the ra lead ring. Ts reminded the hcp that due to the lss, the ra lead is now in the unipolar sensing configuration which is why there are numerous false atrial tachy response (atr) episodes. Ts suggested bringing the patient into the clinic, reprograming the ra lead to a unipolar pacing and bipolar sensing configuration and evaluating for phrenic nerve stimulation, impedance and threshold. Ts also noted that a device interrogation resets the impedance alert and it is possible to have an out of range unipolar impedance measurement in the future. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).